Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a device change out, the right atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 6.9 cm - 7.1 cm and 8.1 cm - 8.5 cm from the connector pin, due to friction with the device can. The outer insulation was also abraded at 30.1 cm - 32.4 cm from the distal tip, due to friction with another device.